Manufacturer narrative:
The manufacturer previously reported an aeris evo ventilator was returned for service with the allegation of ventilator service required alarm. No injury or harm was reported. Evaluation of the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Upon further investigation a duplicate report was discovered. MDR report 2518422-2024-101864 is a duplicate of MDR report 2518422-2024-101655. MDR report 2518422-2024-101864 was filed for the same issue reported on MDR report 2518422-2024-101655.

Event description:
An aeris evo ventilator was returned for service for service with the allegation of ventilator service required alarm. No injury or harm was reported. Evaluation of the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.